Event description:
Customer called to report a wash concentrate leak and issues with the modular chemistry compartment on the unicel dxc 600 pro. The customer technical specialist assisted customer with troubleshooting the instrument by first instructing customer as to how to find the origin of the leak. After further troubleshooting the instrument, customer found that the area beneath the cap piercer was wet and leaking. On the same day, the field service engineer (fse) inspected the instrument and found that the drawer of the hydropneumatics compartment, when closed, may have affected the connecting line. The fse then repositioned the tubing and replaced the cap piercer wick as a preventative maintenance measure. The performed service appears to have resolved the issue as customer has not called back to report anymore problems. Customer stated that erroneous results were not generated, and that neither patients nor instrument operators were harmed.

Manufacturer narrative:
(B)(4).